Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that steps have been taken to resolve the pain and ins recharging issues. The patient reported that they weigh (B)(6)lbs at the time of the recharging issue and pain.

Manufacturer narrative:
Correction to report the patient weight of (B)(6) lbs.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor telemetry or no telemetry with recharging. The patient reported that they lost the recharger cord and has received a replacement. It was reported that the recharger was not charging the ins. The patient reported that they met the manufacturer representative at the hcp office to get the ins charger up, but the rep did not get the ins charged up but recommended to go home and charge for few hours. The patient reported that they had a poor communication screen. The patient reported that their ¿back is fire and it is hurting¿.